Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: hi (>33.33 mmol/l) on customer¿s aviva ii meter (system 1), and 12.0 mmol/l on friend¿s aviva meter (system 2). Customer did use his own vial of test strips with both his and his friend¿s aviva. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.